Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was giving a bolus and experienced high blood glucose level with symptoms like vomiting and nausea. The patient noticed that the reservoir was leaking. The patient treated high blood glucose level with the pump. She went to the emergency room and was subsequently hospitalized for high blood glucose level as her blood glucose level was 593 mg/dl when she arrived at the hospital. She was transferred to the intensive care unit where she received insulin through manual injections and drip as corrective treatment. In the morning of this report, patient's blood glucose level was 110 mg/dl and at the time of breakfast, blood glucose level was 202 mg/dl. The patient was hospitalized for 2 days. No further information available.